Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a 58-year-old female patient was emergent treated for a thoracic aortic dissection type b on (B)(6) 2019. Data is retrospectively collected from the post-market clinical follow-up study. The primary entry tear was in zone 3 and the distal zone was in zone 10. It is noted that there were re-entry tears over the whole descending and abdominal aorta with multiple fenestrations. The dissection was complicated by malperfusion causing paraplegia, paraparesis and leg pain. It is noted that the radius of curvature was <20 mm in any segment of the aorta into which deployment of the device is intended. The patient has had previous open repair to treat aortic aneurysm in aorta ascendens and a chronic type a dissection on (B)(6) 2018. Patient was treated with a mechano graft implantation. During the procedure, access was taken from the right brachial artery. Zta-p-30-155 was deployed from zone 3 as planned. A non-cook graft was also deployed with 10 mm in diameter and 56 mm in length. Access and deployment were considered successful. A 4-loge fasciotomy was performed in the right leg. Both the thoracic and abdominal false lumen were patent at the end of the procedure. No device issues observed by the end of the procedure. A 6-months follow-up visit was performed on (B)(6) 2019. Both the thoracic and abdominal false lumen were patent. It was noted that the zta did not adhere well to the aortic walls causing a type 1a endoleak. This resulted in a fast growing post-dissection thoracic aortic aneurysm in the stented segment. The patient was treated with an interposition graft from the left subclavian artery to the lower thoracic during open surgery. The zta was not explanted. Patient recovered without sequelae. A 2-year visit was performed on (B)(6) 2021. No progression of dissection and no development of new entry tear was observed. It is noted that both thoracic and abdominal false lumen are patent with flow originating from a type iiia endoleak. Device issue is noted to be thoracic aortic aneurysm. On 3- and 4-year visits false lumen flow is not present neither thoracic nor abdominal. Current complaint regards type 1a endoleak resulting in aneurysm formation and secondary intervention. Review of the device history record found that all discovered non-conformances were properly dispositioned before release and no indication that the device was produced outside of specification. Cook conducted a review of the instructions for use (IFU) shipped with this device. The IFU states that the safety and effectiveness of the zenith alpha thoracic endovascular graft have not been evaluated in patient populations either with dissections or access vessels that preclude safe insertion. The indication for use state that iliac/femoral anatomy should be suitable for access. Furthermore, key anatomic elements that may affect successful exclusion of the thoracic aneurysm or ulcer include a radius of curvature < 20 mm. Endoleaks, surgical conversion to open repair and aortic damage are adverse events associated with the zenith alpha thoracic endovascular graft or the implantation procedure, which may occur and/or require intervention. The exact cause of the type 1a endoleak 6 months post-procedure cannot be determined. It is likely that the event occurred as a combination between the fragile state of the patient who had an emergent dissection and the extensive off-label use of the zta device consisting of both being used for dissection, using the brachial artery as access suggesting that the zta was deployed upside down and finally that the radius of curvature was outside IFU. All these elements could affect conformity of the zta. The fast-growing aneurysm formation requiring treatment with an interposition graft is considered a cascade effect of the type 1a endoleak. Cook has tried to obtain information regarding the devices involved in the type iiia endoleak as well as the position of the 10 mm in diameter graft. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to study: protocol 17-13, pt# (B)(6): on procedure imaging, patent abdominal and thoracic false lumens were noted. At the 6-month visit, patent thoracic and abdominal false lumens were again noted, the study device was not patent, and a secondary intervention was performed. The device was not explanted. At the 2-year visit, abdominal false lumen was reported as patent and a device issue was noted. On (B)(6) 2019, the patient was emergently treated for thoracic aortic dissection type b with placement of a zta-p device (zta-p-30-155) and a 10mm x 56mm non-cook graft. Procedure imaging revealed patent abdominal and thoracic false lumens. Thoracic false lumen flow was noted from the primary tear, entry flow type unknown. No information was provided for the source or type of abdominal false lumen flow. Imaging on (B)(6) 2019 (54 days post-procedure) reported with the 6-month follow-up visit, again showed patent abdominal and thoracic false lumens with no information on the source or type of flow. This imaging also revealed that the study device was not patent and a device issue was reported ¿graft does not adhere well, resulting in proximal and distal endoleaks.¿ a secondary intervention was completed for this on (B)(6) 2019 - conversion to open surgical repair due to ¿fast growing post dissection taa, for which a interposition graft was placed.¿ the study device was not explanted. Imaging on (B)(6) 2021 (788 days post-procedure), reported with the 2-year follow-up visit, revealed patent abdominal false lumen, source of flow was primary tear, entry flow type was type iii, inadequate seal of modular graft devices. A device issue was reported, ¿post dissection taa,¿ which has been queried for specifics on what the device issue was. No secondary intervention was completed for this. The 3-year follow-up imaging completed on (B)(6) 2022 showed that both the abdominal and thoracic false lumens were no longer present. No adverse events have been entered at this time. Patient outcome: the site has entered that the date of study exit was (B)(6) 2023 as that was the last hospital visit for the patient. This has also been queried as follow-up medical record review should continue for 10 years post-procedure.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 15apr2025: 6-month data updated to reflect no evidence of device issue; ae #1 aortic aneurysm data updated to reflect relationship to study device was ¿retrospective event, unable to determine¿ (instead of related) and additional info provided was changed from ¿aneurysm formation due to endoleak type ia, due to incomplete proximal seal¿ to just ¿aneurysm formation due to endoleak type ia.¿ additional information received 24apr2025: 6-mo imaging: patent thoracic false lumen with flow now noted as type ib from primary tear; patent abdominal false lumen flow now noted as other ¿primary thoracic tear¿ 2-yr imaging: patent thoracic false lumen flow changed from type iii to type ib; patent abdominal false lumen flow source updated to other ¿primary tear in thoracic aorta¿ (visit should be deleted anyway because device was explanted more than 30 days prior) device explanted 144 days post-procedure.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Updated patient outcome received 04jun2025: on (B)(6) 2019, the zta was explanted and an interposistion graft was inserted during open surgery. It is reported that the patient recovered without sequelae.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: a 58-year-old female patient was emergent treated for a thoracic aortic dissection type b on (B)(6) 2019. Data is retrospectively collected from the post-market clinical follow-up study (B)(4). The primary entry tear was in zone 3 and the distal zone was in zone 10. It is noted that there were re-entry tears over the whole descending and abdominal aorta with multiple fenestrations. The dissection was complicated by malperfusion causing paraplegia, paraparesis and leg pain. It is noted that the radius of curvature was <20 mm in any segment of the aorta into which deployment of the device is intended. The patient has had previous open repair to treat aortic aneurysm in aorta ascendens and a chronic type a dissection on (B)(6) 2018. Patient was treated with a mechano graft implantation. During the procedure, access was taken from the right brachial artery. (B)(6) (complaint device) was deployed from zone 3 as planned. A non-cook illiac graft was also deployed with 10 mm in diameter and 56 mm in length. Access and deployment were considered successful. An additional procedure of 4-loge fasciotomy was performed in the right leg assumed to be related to the malperfusion observed prior to the procedure. Both the thoracic and abdominal false lumen were patent at the end of the procedure. No device issues observed by the end of the procedure. A 6-months follow-up visit was performed on 03sep2019. Both the thoracic and abdominal false lumen were patent. It was noted that the zta did not adhere well to the aortic walls causing a type 1b endoleak. This resulted in a fast growing postdissection thoracic aortic aneurysm in the stented segment. The patient was treated with an interposistion graft from the left subclavian artery to the lower thoracic during open surgery. The zta was explanted. Patient recovered without sequelae. Current complaint regards type 1b endoleak resulting in aneurysm formation and secondary intervention involving explantation of the complaint device. Review of the device history record found that all discovered non-conformances were properly dispositioned before release and no indication that the device was produced outside of specification. Cook conducted a review of the instructions for use (IFU) shipped with this device. The IFU states that the safety and effectiveness of the zenith alpha thoracic endovascular graft have not been evaluated in patient populations either with dissections or access vessels that preclude safe insertion. The indication for use state that iliac/femoral anatomy should be suitable for access. Furthermore, key anatomic elements that may affect successful exclusion of the thoracic aneurysm or ulcer include a radius of curvature < 20 mm. Endoleaks, surgical conversion to open repair and aortic damage are adverse events associated with the zenith alpha thoracic endovascular graft or the implantation procedure, which may occur and/or require intervention. The exact cause of the type 1b endoleak 6 months post-procedure cannot be determined. It is likely that the event occurred as a combination between the fragile state of the patient who had an emergent dissection and the extensive off-label use of the zta device consisting of both being used for dissection, using the brachial artery as access suggesting that the zta was deployed upside down and finally that the radius of curvature was outside IFU. All these elements could affect conformity of the zta. The fast-growing aneurysm formation requiring treatment with an interposition graft and explantation of the complaint device is considered a cascade effect of the type 1b endoleak. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 01nov2024: for patient (B)(6), the site has updated the 2-year follow-up imaging. It previously noted as a device issue, ¿post-dissection taa (thoracic aortic aneurysm),¿ and when queried (because that¿s the result of an issue, not an issue), the site had responded ¿incomplete seal of device caused new aneurysm.¿ now they have changed the data on that form to reflect no evidence of device issue at that time point. In addition, while the 2-year imaging noted patent false lumens, the 3-year imaging noted that the false lumens were no longer present. No additional interventions were performed.